Event description:
This is a spontaneous report by a nurse from the USA of peritonitis and transfer set fell off in a female patient (age not reported) coincident with dianeal pd4 ultrabag therapy. On an unreported date in 2010, the patient began treatment with dianeal pd4 ultrabag therapy (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following: on an unreported date, the patient's transfer set fell off. On an unreported date, the patient experienced peritonitis and was hospitalized. Treatment was not reported. It was not reported whether the patient was still hospitalized or discharged. The patient recovered from the event of peritonitis; the outcome for the event of transfer set fell off was not reported. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal pd4 ultrabag therapy. She did not provide a causality assessment for transfer set fell off.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.